Event description:
Pt had large right lower lobe lung mass, approx 12 cm in diameter which was resected via an open right thoracotomy. The right inferior pulmonary vein was stapled with a covidien endo gia universal articulator stapling device using a white vascular load. The stapler fired without incident. The manufacturer's rep was in the room observing the case and ensured that the operating room personnel loaded the stapler properly and that the proper load was selected for the usage. There were no problems and no evidence of bleeding in the operating room. The pt was extubated in the operating room and transported to the ICU on no inotropes or pressors with no evidence of bleeding. He had been given no blood products at this time. Approx 60-90 mins post operatively, the pt had a sudden cardiac arrest. He could not be resuscitated despite extensive effort. Autopsy revealed that the inferior pulmonary vein staple line had failed. All staples were present in the anterior half of the vein and they had dehisced from the posterior portion. The pt had exsanguinated. Up until that point, there was no indication of any clinical problem.